Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was exhibiting right ventricular (rv) lead loss of capture and noise, that led to pacing inhibition. The device had a lead safety switch due to a sudden spike and high out of range impedance measurements. This crt-p system was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was exhibiting right ventricular (rv) lead loss of capture and noise, that led to pacing inhibition. The device had a lead safety switch due to a sudden spike and high out of range impedance measurements. This crt-p system was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead was exhibiting fracture. No adverse patient effects were reported.